Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 383517, batch no.: 9135961. It was reported that during use of the bd nexiva¿ closed IV catheter system the catheter was difficult to pull back and felt like it was dragging. The following information was provided by the initial reporter: we had another experience challenges with the nexiva catheters this morning. It sounds like the same ¿dragging¿ feeling that the previous nurse experienced. The catheter was used on the patient. The device was not inserted into a patient. It was identified by the preop rn when completing the pre-insertion process of ensuring the heat seal is released that the friction was identified. Once it was identified the device was not used and it was noted that the ¿drag¿ was significant with the stylet movement on the device.

Manufacturer narrative:
Investigation summary: received two nexiva assemblies along with two portions of top web (packaging) from 9135961. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: no evidence of physical-mechanical damage was found on any of the components of the units received. Functional: the units were manually disengaged successfully with no resistance felt during procedure. Conclusion(s): root cause not determined ¿ the failure described on the event description could not be replicated or confirmed on the units received for evaluation therefore, root cause could not be determined.

Event description:
Material no.: 383517. Batch no.: 9135961. It was reported that during use of the bd nexiva¿ closed IV catheter system the catheter was difficult to pull back and felt like it was dragging. The following information was provided by the initial reporter: we had another experience challenges with the nexiva catheters this morning. It sounds like the same ¿dragging¿ feeling that the previous nurse experienced. The catheter was used on the patient. The device was not inserted into a patient. It was identified by the preop rn when completing the pre-insertion process of ensuring the heat seal is released that the friction was identified. Once it was identified the device was not used and it was noted that the ¿drag¿ was significant with the stylet movement on the device.